Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported that following bilateral cataract extraction with intraocular lens (iol) implant procedures, he developed a film underneath his lenses and had a laser done in the doctor's office that helped his vision, but never cleared it. He also reports glare with the computer, tv, and outside since day one after the surgery. The consumer also reports that the iol has changed the oval of his eye. Additional information has been requested. There are two medical device reports associated with this consumer. This report is associated with the left eye.